Manufacturer narrative:
(B)(4) - the liberty cycler was not repaired or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. There is no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the hernia. Hernia is a well-known complication from an increased intra-abdominal pressure. Therefore there is a possible association between the hernia and the increased intra-abdominal pressure that occurs during the normal course of peritoneal dialysis therapy.

Event description:
On (B)(6) 2017 peritoneal dialysis patient called in to report discomfort in the abdomen in the bellybutton area. The peritoneal dialysis nurse confirmed that the patient was able to complete peritoneal dialysis treatment however did undergo an ultrasound. During additional follow up the peritoneal dialysis nurse reported that the patient underwent an outpatient surgery on (B)(6) 2017 to repair a hernia. The peritoneal dialysis nurse stated that the hernia was unrelated to peritoneal dialysis treatment. The patient had the peritoneal dialysis catheter removed and switched modalities to hemodialysis.